Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented via a remote transmission, non sustained rv lead noise due to a sensing latency between the near and far field was noted. Programming changes were recommended. No changes were made.